Manufacturer narrative:
Investigation found that the channel is having issues closing the valve. About half the time, the valve does not close on the first try but does always close by the second attempt. Air release valve replaced, and device ran as expected. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 4 out of 15.

Event description:
Unit unable to cool or rewarm on the patient side (channel 1).